Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units battery dies 30 minutes after running.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) battery died after 30 minutes running. It is unknown that if patient was involved. A getinge field service engineer (fse) evaluated and stated that device had short battery run time. He replaced (d146-00-0039) battery, sealed lead acid,12v. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a